Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that patient presented to the hospital with symptoms of gastrointestinal bleeding. The patient had a history of arteriovenous malformations. The patient was found to have low hemoglobin and hematocrit. Frequent complete blood counts were taken, and the patient was treated with blood products. The plan of care was to continue monitoring labs and bleeding.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
Gastrointestinal (gi) bleeding along with arteriovenous malformations (avms) were confirmed through esophagogastroduodenoscopy/colonoscopy. Avms were first identified on (B)(6) 2024. The patient experienced symptoms of worsening anemia, fatigue, and shortness of breath. The patient was started on digoxin. The patient was admitted for gi bleed from (B)(6) 2024. The bleeding resolved.

Manufacturer narrative:
Manufacturer¿s investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of gastrointestinal (gi) bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Gi bleeding has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient had a colonoscopy and esophagogastroduodenoscopy on (B)(6) 2024 and arteriovenous malformations (avms) and gastrointestinal (gi) bleed were identified. The patient presented to the hospital with symptoms of gastrointestinal (gi) bleeding on (B)(6) 2024 and was admitted. The patient experienced symptoms of worsening anemia, fatigue, and shortness of breath for the avms. The patient was found to have low hemoglobin and hematocrit. Frequent complete blood counts were taken, and patient was treated with blood products. They were also treated with digoxin. The bleeding resolved and they were discharged on (B)(6) 2024.